Manufacturer narrative:
Added information to b5, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported and learned through medical records that a 11400m 31mm mitral valve was explanted and replaced with a 11400m 31mm on pod #13 due to recurrent endocarditis. The patient was transferred to cvicu in critical but stable condition. The surgeon requested to have the explanted valve evaluated due to unusual substances on the sewing cuff. The unusual substance was seen at the time of explant. Per medical records, patient is a 32-year-old female patient with a several month history of streptococcus sanguinis endocarditis s/p mvr. The patient was maintained on broad-spectrum antibiotics post implant and recovered well but started to develop signs and symptoms of severe infection. After ruling out any other sources of infection, she had an echocardiogram and then a transesophageal echocardiogram that showed vegetative masses on or around the bioprosthetic mitral valve. Intraoperatively, there were multiple nodular gelatinous yellowish masses noted around the cuff of the prosthetic valve. Stat gram stain the vegetative masses was negative for organisms. The 31mm 11400m mitral valve was explanted and replaced with another 31mm 11400m mitral valve. The patient tolerated the procedure well without any complications and was transferred to the cvicu in critical but stable condition.

Manufacturer narrative:
H10: additional narratives: prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prosthesis types, surgical techniques, and infection control measures. This infection is categorized into early (onset at 60 days or less post-implant) and intermediate/late (onset greater than 60 days post-implant). Early-onset reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Prosthetic endocarditis occurring within 60 days of implant without a known source of infection (e.g., dental, surgical, or endoscopic procedures; IV drug use; recurrent endocarditis) is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 31mm mitral valve was explanted and replaced with a 31mm valve on pod #13 due to endocarditis. The surgeon requested to have the explanted valve evaluated due to unusual substances on the sewing cuff.